Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two perfix plugs (device 1 and 2). Per operative notes, "in the right inguinal area, the large direct hernia with sac was dissected down to the hernia with peritoneal fat. The hernia sac and bladder wall was reduced, and fascia was closed with sutures. A large perfix plug (device 1) was placed over the inguinal floor of the cavity and secured with sutures. In the left side, the direct defect with spermatic cord was dissected and another large perfix plug mesh (device 2) was placed and secured it to aponeurosis fascia. The fascia was closed and secured it with sutures." On (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of old mesh (device 1) and implant of bard flat mesh (device 3). Per operative notes, "through the prior repair, the scar tissues were excised. A direct hernia defect with old mesh (device 1) pulled away superiorly and medially was noted. The mesh (device 1) was mobilised and dissected from the surrounding tissues. The peritoneum was closed with sutures and bard flat mesh (device 3) was placed over the defect in the floor of the canal and sutured inferiorly to the inguinal ligament." On (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with removal of old mesh (device 2) and implant of bard flat mesh (device 4). Per operative notes, "in the left groin, the indirect hernia had recurred, and mesh (device 2) had pulled away from the inguinal ligament inferiorly. The mesh (device 2) was dissected away from the cord structures at the level of internal ring and excised. The sac was reduced and dissected away. The bard flat mesh (device 4) was placed over the defect and sutured inferiorly to the inguinal ligament. The fascia was closed and secured with sutures."